Manufacturer narrative:
The lead was damaged during explant and was discarded. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The leads were explanted and replaced and the pacemaker remains implanted and in service. The root cause of the reported observations was not determined. No additional adverse patient effects were reported.